Event description:
It was reported the patient received inappropriate atp therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. The patient was scheduled for a device evaluation during their next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.